Manufacturer narrative:
Concomitant medical products: truliant tib imp crc insert sz 4, 10mm (cat# 02-022-51-4010 / serial#(B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, a (B)(6) patient complaint of pain and had a revision due to lose femur. There was no breakage of the device. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. The device will be return.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening and pain. The most probable root cause associated with the reported event of "loosening - femoral¿ is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.